Manufacturer narrative:
The investigation was completed on 25-oct-2023. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system. It was reported that there was a map shift on the carto® 3 system even though there was no patient movement. Caller stated that when the physician remapped, they compared the new map with the previous map and it did not match. No errors were displayed on the carto® 3 system. They restarted the patient interface unit (piu) and a new study was created using a default template to continue the procedure after the map shift. The issue was investigated by the device manufacturer. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. A manufacturing record evaluation was performed for the carto 3 system #34594, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and a map shift with no error message and no patient movement issue occurred. It was reported that there was a map shift on the carto® 3 system even though there was no patient movement. The caller stated that they were not present during the procedure when the issue occurred but they were informed later that day. Caller stated that when the physician remapped, they compared the new map with the previous map and it did not match. No errors were displayed on the carto® 3 system. They restarted the patient interface unit (piu) and a new study was created using a default template to continue the procedure after the map shift. They were using a custom template during the first study created. Caller requesting to have the case sent to the device manufacturer to review and confirm it was not due to a carto® 3 system issue since the caller was not present and could not confirm what would have caused the map shift. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The map shift with no error message and no patient movement issue was assessed as MDR reportable issue.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).